Manufacturer narrative:
(H3,h6): no parts have been received by the manufacturer for evaluation. Codes b17, c20 <(>&<)> d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a handpiece. It was reported that during a case, when site opened the package and used the handpiece, it experienced no output. Initially, it was suspected that the host was faulty, so used with another host, but still device had no output. Site tried handpiece with two different machines but issue still persisted. So it was replaced with a new handpiece. Additional information was received. It was reported that there was a serious harm associated with patient. Failed to use the device which lead to increase bleeding during surgery and required blood transfusion. The surgical procedure performed during the event occurred was right hemi liver resection and there was a surgical delay of less than one hour.